Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a monitor or charge. Upon evaluation, the battery was last used on (B)(6) 2015 for a total of 8 hours before the battery experienced run time expired events. The cause of the non-functional battery pack is defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.